Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was physically damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.